Event description:
The customer observed error code 1062 (invalid test results, read precision) while running one pt sample on the axsym digoxin iii assay. Respinning the sample at a speed of 10,000 rcf (relative centrifugal force) resolved the issue. There was no impact to the pt's management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.